Event description:
It was reported, the patient experienced pain in her back. She has a prickly feeling like pins and needles where the implantable neurostimulator is located. She also has a bladder infection. She does not know how long symptoms have been occurring; possibly a couple of months ago when she went to the health care professional. There was no known accident or incident related to this event. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37744 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 3 708220 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ extension product ID 37082 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ extension product ID 3093-28 lot# v892721 serial# implanted: 2012 (B)(6), explanted: product typ lead product ID 3093-28 lot# v892721 serial# implanted: 2012 (B)(6), explanted: product typ lead, (B)(4).

Event description:
It was reported that the patient had an appointment with her physician on (B)(6) 2012. The patient did not having her implantable neurostimulator (ins) implanted. It was "not working right" and hurt her back at the ins's implant site. The patient wished to have her device removed. Additional information received reported that the cause of the event was unknown and that the patient had been reprogrammed since then. An impedance check performed in (B)(6) 2012 indicated normal values. An x-ray of the leads was performed in (B)(6) 2010, but no results were provided. There was no hospitalization due to the event. Additional information received reported that the event was attributed to the ins and lead and a lack of efficacy. There was a charging issue, and the patient experienced shocks and pain. An explantation procedure occurred. The patient was reprogrammed on (B)(6) 2012. No hospitalization was required, and the patient recovered without sequelae. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
(B)(4).